Event description:
It was reported the workstation power on/off switch intermittently was not making good contact and would not turn the system on. This resulted in a total loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.